Event description:
During procedure for a hip replacement, tip of drill bit broke off while putting in a screw. Screws and acetabular component were removed to search for drill bit tip, but several times were unable to identify it. Conclusion is that it is embedded in cancellous bone in the posterior column. Procedure was again continued to completion.